Manufacturer narrative:
Complaint conclusion: during treatment of a distal anterior cerebral artery aneurysm, the physician attempted to deploy a presidio ((B)(4)) and orbit galaxy g2 ((B)(4)) through an echelon microcatheter, but the microcatheter faced stiff resistance, especially when the coil marker was trying to cross the microcatheter marker, and the catheter kinked at the internal carotid artery junction and was moving towards the middle cerebral artery. This resulted in the microcatheter being pulled back from the aneurysm. After this, the physician pulled both the coils and used 7 competitor coils with success. The physician felt like the mandril or coil marker was stiff and actually kinking the microcatheter at the proximal marker point. A continuous flush had been maintained through the microcatheter. It was not necessary to remove the microcatheter, and the same microcatheter was used to complete the procedure. The devices appeared normal prior to use, and were used and prepped as per the instructions for use (IFU). There was no patient injury or clinically significant delay in the procedure. The devices will be returned for analysis. The device was returned for analysis. The coil was returned undamaged. As viewed through the returned packaging, it was found that the coil is entangled and protruding through the introducer sheath. Located at the distal tip of the skive the core wire and coil are protruding through the sheath. This resheathing difficulty was unreported. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. There is no mechanical sheath damage at the protrusion site that would have allowed the coil and core wire to protrude out of the sheath. External force and resistance caused the protrusion at the distal tip of the skive by the core wire and coil. The marker band was found to be correctly located and fabricated with no defects observed which did not contribute to the field complaint. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the fracture extending out to the proximal end of the resheathing tool. A portion of the sheath can be observed to be protruding out of the fracture at the proximal end of the tool. At the v notch, the damaged edges have been raised above the surface plane the locking mechanism has severe compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance between the coil and microcatheter could not be confirmed. Functional analysis could not be performed due to the condition of the returned device. There were no anomalies found on the marker bands. It is not possible to determine the cause of the resistance or factors that may have contributed to the event. Since there was no evidence of a manufacturing issue related to the event, no corrective/preventive actions will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated reference numbers of 2954740-2015-00094 and 2954740-2015-00093.

Event description:
During treatment of a distal anterior cerebral artery aneurysm, the physician attempted to deploy a presidio (pc410051730/c27882) and orbit galaxy g2 (641cx0408/c29862) through an echelon microcatheter, but the microcatheter faced stiff resistance, especially when the coil marker was trying to cross the microcatheter marker, and the catheter kinked at the internal carotid artery junction and was moving towards the middle cerebral artery. This resulted in the microcatheter being pulled back from the aneurysm. After this, the physician pulled both the coils and used 7 competitor coils with success. The physician felt like the mandril or coil marker was stiff and actually kinking the microcatheter at the proximal marker point. A continuous flush had been maintained through the microcatheter. It was not necessary to remove the microcatheter, and the same microcatheter was used to complete the procedure. The devices appeared normal prior to use, and were used and prepped as per the instructions for use (IFU). There was no patient injury or clinically significant delay in the procedure. The devices will be returned for analysis.

Manufacturer narrative:
Devices used were presidio (pc410051730/c27882), orbit galaxy g2 (641cx0408/c29862) and echelon (lot/catalog unk) microcatheter. It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Information regarding patient age, gender, weight, and concomitant medications were not provided. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint, with associated reference numbers of 2954740-2015-00094 and 2954740-2015-00093.